Event description:
Our affiliate is reporting that during an arthroscopic meniscal procedure, the surgeon noted metal shavings emanating from an fms cutter blade and falling into the joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. Nothing being returned for evaluation, the complaint device was discarded at the user facility. The facility believes that the part and the lot number that they supplied may be what was used for this surgery.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device is not being returned for a physical analysis; discarded at the user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root cause or the underlying reason for the reported failure mode. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.